Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization related to high blood glucose of an unknown level and diabetic ketoacidosis. The customer treated by changing infusion sets. Customer indicated that their doctor has been contacted and their blood glucose value was 163 mg/dl at the time of the call. The customer indicated that the hospital told her to change out the pump as it was not delivering insulin. Troubleshooting found that the drive support cap was normal and there were no air bubbles. Customer indicated that they are currently using their back up plan. The customer also advised that the device would be replaced and agreed to return the product for analysis.